Manufacturer narrative:
Other applicable components are : product ID: neu_unknown_lead, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was implantable neurostimulator (ins) and lead migration. There was a lead migration from t7 to t8-9 on both sides. Interventions included repositioning the lead. The event resulted in an unscheduled clinic or office visit. The patient reported a recurrence of pain. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins).